Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil became stretched and stuck in the lesion requiring intervention for removal. A 6mm x 20cm interlock¿-35 was selected for a splenic artery embolization procedure. During the procedure, the physician encountered difficulty in advancing the coil through a 5fr catheter. The coil interlocking arm detached from the pusherwire interlocking arm. The physician attempted to first flush the coil with a syringe and then also push it with a wire. Neither would work. The coil was attempted to be removed using the delivery catheter thru the sheath. The coil remained stuck and stretched in the patient upon removal of the catheter. The coil was stretched from the splenic, aorta, iliac, right thru to the left common femoral puncture site/sheath. The physician was able to remove the coil with a snare. It was reported the patient may have had some vessel spasm during the case that may have been related to the coil. This was the only coil attempted during the case. The case was aborted. No further patient complications were reported.